Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product was discarded by facility.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during a coelioscopy, using a dissector, electrical current has passed on the surgeon's hand and at the patient parietal level without direct contact. There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.